Manufacturer narrative:
Product complaint # ==> (B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent additional information was requested, and the following was obtained: -was surgery delayed due to the reported event? --> no, -was procedure successfully completed? --> yes, -patient status/ outcome / consequences --> no, -patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> no, -was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no, the following information was requested, but unavailable: -were fragments generated? --> unknown, -if yes, were they removed easily without additional intervention? --> unknown -is the patient part of a clinical study --> unknown attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - when did the suture threads detach from the needles (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an urethroplasty (pediatric) procedure on (B)(6) 2025 date and suture was used. The needle and suture were found to be separate. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: h6. Additional information was requested, and the following was obtained: the sister who had complained about the product code was on leave. The suture thread got detached on passage through the tissue. The information has been collected from the sister who had complained about the product in (B)(6) hospital.